Manufacturer narrative:
S/w ver 2.8c pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump had cracked where the reservoir goes into the insulin pump. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.